Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.00/4.50/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2021. Patient experienced angle closure with elevated intraocular pressure. In the reporter's opinion the cause of the event was the device, the reporter stated " the ticl was large in size". For additional information " eye is monitored for elevated iop but angle is still closed by the iris and the ticl size is large." Was reported. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).